Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the study, " persistent hypoglycemia in diabetes type 1 patient with medtronic 780 g insulin pump: a case report," a 10-year-old female with recurrent severe hypoglycemia and came to the emergency room and administered glucagon intranasal and oral sugar solutions. The patient was hospitalized to resolve the hypoglycemia and to investigate the cause of the persistent hypoglycemia. However, the health care professional had thorough investigation over the event and confirmed that manipulated the insulin pump resulting in auto-induced persistent and recurrent life-threatening hypoglycemia. No products were returned for analysis as a result of the study's findings.